Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The testing of the returned device showed that after it powered on, it gave an error alarm with the message "error 1720". This type of error can indicate an issue with the back-up capacitor. The component was replaced to address this issue. The cause of the component problem was not definitely established.

Event description:
It was reported that the device gave an alarm with displayed message of "error 1720". No known adverse effects to patient.

Manufacturer narrative:
Additional information: date of event.